Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: pt. Info. Initial reporter also sent report to FDA? Unknown. Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) the deformation marks appear consistent with being impacted during surgery. The label was likely added prior to returning to exactech by the hospital. The deformation appears consistent with a weld failure. This was likely due to impaction forces and subsequent sterilization cycles that led to crack initiation, propagation, and ultimate fracture. Based on the part drawing, there is not a weld callout for this component. The added weld was likely due to the dowel pin needing to be secured to the actuator since it was not being fully retained within the broach handle body, as in the production device (01-003-02-0001/3). Because the body of the broach handle does not fully encapsulate the dowel pin, once fractured, the pin was able to disassemble from the handle, allowing for the subsequent disassembly of the actuator from the lever. The device was reportedly returned to exactech with the missing dowel pin, but was lost prior to being delivered to complaints. When examining the body of the broach handle, there does not appear to be evidence of a weld. This weld would have prevented the retaining pin from being able to disassemble from the body. The disassembly of both the dowel pin and the retaining pin would have allowed for the subsequent disassembly of the actuator from the cavity of the broach handle body. The design of this special instrument was released on tm-2019-0629. According to the document, 6 dual strike plate broach handle bodies were to be made, however 3 would be used to create sk-025375 rev 3 and 3 would be used to create sk-028526 rev 2. For sk-025375 rev 3 (dsr219060), the body, all external components, and some internal components (bell crank, lever actuator, and pivot rivet) were to be manufactured. The remaining internal components would be taken from a disassembled standard broach handle (cn: 01-003-02-0001/3). According to the experience report, the special broach handle broke during a case and all pieces were located outside of the patient. Based on the information available, it is unclear when the device disassembled during surgery. A correction and removal committee (crc) meeting was held to determine the need for field action. Design-related issues: the design of this special broach handle has been in the field since march 2019. Exactech is aware of 2 complaint reports involving the disassembly of these special broach handle since march 2019. Since these devices are used with alteon ha stems and by specified surgeons, sales data for ha femoral stems implanted by the specified surgeons during the possession of the special broach handles was used to calculate an approximate complaint occurrence rate (B)(4). This is considered ¿moderate¿ according to the frequency of occurrence ranking scale. Additionally, the dowel pin that secures the lever actuator to the lever was not retained within the body of the broach handle, unlike the design of the production part. This likely allowed for the disassembly of the actuator. Mfg-related issues: exactech is aware of (B)(4) complaint reports involving parts from this manufacturing lot of (B)(4) units, which has been in the field since june 2019. As documented above, the leaf spring, lever actuator, and body cavity all appear to be out of specification. The latter two subcomponents were manufactured for this special instrument. The leaf spring should have been taken from a disassembled standard broach handle; however, it does appear to have been modified. These out of specification conditions likely contributed to the disassembly of the device. The broken instrument reported was likely the result of a combination of a weld failure as a result of impaction forces, the dowel pin not being retained within the body of the broach handle, and the out of specification conditions which allowed for the subsequent disassembly of the device. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. The device disassembled, it is unclear if this occurred during a surgical case, there was no reported patient adverse event.

Event description:
It was reported from the us the broach handle broke. It is not indicated if this occurred during surgery. The agent was able to fix device. Based on the information available, it is unclear when the device disassembled during surgery. The engineering team spoke on the phone with the surgeon on 10/10/2019 and discussed the broach handles. The surgeon has not noticed anything with the handles intra-operatively and understood his sales agents were working hard to make sure his cases went flawlessly. The agent was able to get the device working again. The surgeon is happy with the performance of the broach handles and has the special handles and standard dual offset available at every case. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.